Manufacturer narrative:
To date, the device had not been returned. If returned, a supplemental MDR will be submitted for analysis results.

Event description:
The device was being used during a thrombectomy procedure with popliteal artery access. The device was used for a pass in the iliac artery with great results. A second pass was performed in the mid posterior tibial artery. Prior to withdrawal, both baskets were visualized in the funnel via fluoroscopy. When the funnel catheter and basket wire were removed and exposed, only one of the two baskets remained (distal basket separation). The device funnel was flushed and the second basket was missing. Imaging was performed and the basket remained in the patient, mid-posterior tibial. The basket had migrated back down because both baskets were in the funnel in the distal superficial femoral artery (sfa)/popliteal artery before removal. The physician was unable to aspirate or snare the basket out and it remained in the patient. Because there was no distal flow in the popliteal artery, the physician chose to leave. No resistance was experienced during device insertion or removal. The target lesion had no calcification and the device as not placed through any stents. A high amount of organized thrombus was removed; ranging from subacute to chronic. An additional cutdown procedure was performed the next day to remove the basket. There was no reported procedure delay. There was no further impact to the patient.

Manufacturer narrative:
H3: device analysis of the basket wire confirmed the reported issue. The basket wire, delivery catheter, and funnel catheter were received for analysis. The distal basket was not present on the basket wire and was discarded by the site. Inspection of the distal basket collar and weld found the three struts had fractured at the collar. The reported failure mode was consistent with a known device issue.